Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2022 with syncope and hyponatremia associated with right ventricular (rv) disfunction. Right heart failure did not exist prior to left ventricular assist device (lvad) implant. An echocardiogram from (B)(6) 2021 showed that the cavity size and systolic function of the right ventricle were normal. The patient was placed on milrinone and was taken to the cardiac catheterization lab for a right heart catheterization. Right atirum-20, right ventricle 42/19, pulmonary artery 38/17, pulmonary capillary wedge pressure 21, cardiac output/cardiac index 5.7/2.6. Right ventricle support was placed with an impella on (B)(6) 2022. The patients oxygen requirements increased, which may have been due to aspiration. On (B)(6) 2022. The patient required continuous renal replacement therapy (crrt) for worsening renal function and volume removal. Oxygen requirements continued to increase. The patient condition continued to worsen from both a respiratory and renal perspective, as well as an increase in pressor support, ongoing rv failure, and the patient was transitioned to comfort care and passed away on (B)(6) 2022. There was no device related issue that caused or contributed to the right heart failure or the renal failure. The device operated as expected and would not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists right heart, renal, respiratory failure, and death as adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.